Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 550 to 560 mm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements, was likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that thisleft ventricular (lv) lead exhibited high pacing impedance measurement greater than 2,500 ohms. There was also a report that there was lead damage as a result of sub-clavian crush. A revision procedure was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.